Manufacturer narrative:
E1: (B)(6).

Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to distal lad with 100 % stenosis and was 76 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 mm x 38 mm and 3.00 mm x 38 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Three days later, the subject was referred for coronary angiography and revascularization was recommended. On the same day, the 95% stenosis noted in middle lad which had previously placed study device was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was 0%. After two days, the event was considered to be recovered/resolved and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
B5: describe event or problem: updated with additional information. E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
Synergy china registry: it was reported that unstable angina occurred. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to distal lad with 100 % stenosis and was 76 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 mm x 38 mm and 3.00 mm x 38 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. Three days later, the subject was referred for coronary angiography and revascularization was recommended. On the same day, the 95% stenosis noted in middle lad which had previously placed study device was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was 0%. After two days, the event was considered to be recovered/resolved and the subject was discharged on aspirin and clopidogrel. It was further reported that in (B)(6) 2021, the 95% stenosis noted in proximal lad extended to distal lad which had previously placed study device was treated with percutaneous coronary intervention.